Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the controller stopped working on saturday. Patient stated they can't turn the controller on or it doesn't go on. Patient mentioned they dropped the controller a couple times because they put it on the night table and sometimes when they is in pain they tries to reach out and turn it on and it shocked him. Patient services (pss) asked patient to remove the controller back cover and patient said the top of the controller is cracked and there is an opening on it. The issue was not resolved. An email was sent to the repair department to replace the controller device. Patient stated they had dropped the controllers a few times and the screws had fallen out in the past, but that did not cause an issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.